Manufacturer narrative:
Concomitant medical product: unknown competitor lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged. The lv lead was repositioned into the target area and remains in use. No patient complications have been reported as a result of this event.